Event description:
It was reported that a pt underwent a thyroidectomy procedure on (B)(6) 2010 and a drain was placed. The drain was milked regularly with a milking-roller. On (B)(6) 2010, the drain broke outside pt's body during milking. The doctor antisepticized and clamped the drain. Then the drain was cut 1.5cm from the insertion site, and the drain wrapped in gauze. On (B)(6) 2010, the drain was removed from the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.